Event description:
The account alleged, the bed has no functions and the head section is in the raised position.

Manufacturer narrative:
The account's maintenance found a fuse was blown. He replaced the fuse to repair the bed.